Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their leadless implantable pulse generator (ipg) battery had "only eight years left" even though they were originally told there was twelve years remaining. The ipg remains in use. No patient complications have been reported as a result of this event.